Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient's ins was not helping since the day after implant. The caller reported that the patient was not emptying their bladder and was not feeling stimulation. Also the caller reported that the patient was still wearing pads. The consumer further stated the night before last night the patient started a uti and the patient now had medication. The patient was assisted with increasing stimulation from 1.0 to 1.8, but the patient never reported feeling stimulation. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the lack of stimulation was due to an expired stimulator. The generator was at end of life (eol). A removal and replacement of the battery resolved the issues.